Event description:
It was reported that during the planned surgery was spinal cage insertion via l-lif (crestline) between l2/l3/l4 vertebrae and posterior decompression of th10/th12, severe arterial bleeding occurred because the cobb slipped forward during dissection of the intervertebral disc between l2/l3. The surgeon attempted to stop the bleeding by applying pressure using gauze and a hemostatic agent, but this was difficult to achieve, so a blood transfusion was administered. The hemostasis was unsuccessful, and the patient was transferred to another hospital. At the new hospital, the cardiovascular surgeon performed emergency surgery on the same day and successfully stopped the bleeding by inserting a stent.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.